Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The caller stated that for three straight days, the customer's blood glucose was 145 mg/dl. The customer went to the hospital. Was incoherent, her blood glucose was checked and it was 465 mg/dl. The cause of death was intestinal blockage. The customer had her pancreas removed four years ago and sometimes had infections because of this. The customer also had kidney failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been removed by the paramedics, three days prior to passing. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.